Manufacturer narrative:
The pod was received with the cannula fully deployed. The top and bottom housing was observed to be cracked, discolored, and corrosion was observed on the pcb through the bottom housing. Once the housing was removed, corrosion was observed on all internal components. The soft cannula was observed to be kinked and stretched, measuring out of specification. Due to the corrosion on the ratchet gear, tube nut, and lead screw, these parts could not be rotated. Colored fluid was injected into the reservoir, and due to the plunger's inability to move, fluid was able to flow through the fluid path. Due to the internal corrosion observed, a leak test was completed. No leaks were observed along the fluid path. All attempts at downloading the pod data were unsuccessful due to the corrosion observed on the pcb assembly. The investigation was able to determine that fluid was able to leak into the pod due to the cracks on the housing, which caused the corrosion observed and the reported fluid inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 25 and 36 hours on the arm. Hyperglycemia treated with a new pod.